Event description:
During testing pump had a volume reading of 9.05 ml by test procedures in the user manual.

Manufacturer narrative:
Investigation found that pump failed volumetric accuracy tests. Pump was calibrated to resolve the issue.